Event description:
Reportedly after disconnection from the h-l machine, the cardiologist who was doing the echo test noticed there was a "central jet" moderate +. The doctor decided to take out the valve and implanted hancock25 instead.